Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, and there were no issues related to the complaint. A receiver functional test was performed and passed all relevant testing. The usb test failed during functional testing but this is not related to the complaint. A battery voltage test was performed and passed all relevant tests. A wiggle test and manual test were performed with multiple charging cables and the receiver passed all tests. The complaint that the receiver ceased to function could not be confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).